Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during placement in the cannulation zone of an upper arm fistula, the endovascular stent graft failed to deploy. The delivery system was retracted without issue. Another stent graft was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Potential factors that may have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy which can lead to increased friction and subsequent deployment failure. Insufficient flushing of the device may be another contributing factor to the reported event. Furthermore, no introducer sheath was used in this case which also may be a potential contributing factor to the reported event. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU indicates that the device must be flushed with sterile saline prior to use. The IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Also the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." And "the use of an appropriately sized introducer sheath is recommended." The reported application represents an off-label use of the device. The fluency plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft.